Event description:
Pt reported experiencing elevated blood glucose levels of 300 mg/dl approx 2 hours after eating breakfast. Her acceptable range was <200 mg/dl. She indicated that the changed her infusion site and administered a bolus to reduce her blood glucose level. Pt stated that when she changed the site, the cannula was bent. She indicated that she may try a different type of infusion set. Pt did not report any symptoms associated with the elevated blood glucose. No medical assistance was required. Product was not requested to be returned for eval.

Manufacturer narrative:
Product was not returned for eval.